Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient began treatment for the peritonitis with an unspecified antibiotic (dose, frequency and route was not reported). At the time of this report, the peritonitis was resolving, the patient was recovering and extraneal/physioneal therapies were ongoing. No additional information is available.